Event description:
A critical ICU pt experienced a possible cardiac or respiratory arrest event while being monitored with hewlett-packard monitoring equipment. Pt was discovered by staff and resuscitative procedures were performed; pt did not survive. H/p equipment being investigated in relationship to alarms and monitoring elements.